Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic low anterior resection, the nurse attempted to insert the obturator into cannula; however, one of interlocks was caught in the cannula head and the obturator was unable to be inserted into the cannula fully. New one was opened to correct the problem.

Manufacturer narrative:
(B)(4). Post marketing vigilance led an evaluation of one optical bladeless port. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. The visual inspection of the instrument noted one of the anchor tabs on the obturator was bent. Obturator was received inserted into the trocar. The trocar assembly was received. The circular seal was intact. The envelope seal was intact but stretched due to the prolonged insertion of the obturator. The cannula was intact. The stopcock was intact. Engineering determined that replication of the observed damage may occur if the obturator is inserted into the trocar cannula depressing one of the interlocking snaps.. A review of the device history record indicates this lot number was released meeting all medtronic quality release specifications at the time of manufacture.